Event description:
Following the information provided the enterprise 9000x bed hi-lo function moved unintended while in use with patient and c-arm. No injury was sustained.

Manufacturer narrative:
The investigation is in progress. The conclusions will be provided within the follow-up report once available.

Manufacturer narrative:
Arjo was informed about three events involving the enterprise 9000x bed. The events were reported under the following medwatch reports numbers: - 1st event ¿ arjo reference number: (B)(4): medwatch report number: 3007420694-2022-00021, - 2nd event - arjo reference number: (B)(4): medwatch report number: 3007420694-2022-00035, - 3rd event ¿ arjo reference number: (B)(4): medwatch report number: 3007420694-2022-00034. This report concerns the second event, which was reported under the medwatch number: 3007420694-2022-00035 (arjo reference number: (B)(4). The information provided indicates that the bed raised up whilst a c ¿ arm x ¿ ray machine was being used. Additional information provided by the customer¿s report submitted to mhra indicated that the bed was raising upwards on numerous occasions and this caused a delay in transferring the patient to scan and back to the unit. It has not been confirmed which part of the device caused the unintended movement. Arjo was informed that no injury was sustained. The serial number listed on the customer's report submitted to mhra is incorrect (1001009103). Beds manufactured by arjo do not have this format of serial numbers. The arjo representative did not evaluate the bed after this event because arjo was not aware of this malfunction until the third event. This bed was also not excluded from use. The bed frame inspection conducted following this third event reported under 3007420694-2022-00034 number (arjo reference number: (B)(4) revealed a faulty acp (attendant control panel). It is unknown if this part was in anyway responsible for the reported unintended bed frame movement as the inspection was not performed after the second event. Based on the information above, the root cause of the device malfunction cannot be determined. To sum up, while the event occurred, the device was used for a patient treatment. The system failed to meet its performance specification since unintended movement occurred. The complaint was decided to be reportable due to allegation of an unintended bed movement. No injury was reported.